Event description:
It was the customer was experiencing high blood glucose of 546 mg/dl. Troubleshooting was performed. The drive support cap was reported normal. Air bubbles were noted in the reservoir. Assistance was provided to remove the air bubbles. Manual prime was performed and insulin did exit. No leaks were noted. Settings were correct. Customer's spouse declined to do high pressure test. Cannula was not bent or occluded. Customer' spouse was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-93332.